Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the system had issues with universal surgical manipulator (usm) 3. There was a recoverable fault for usm3 but the option to recover was only seen on the surgeon side console (ssc) and not on the tower. The customer disabled the usm to recover the fault, power cycled the system and the fault returned on usm3. The technical support engineer (tse) reviewed system logs and confirmed error 25730 for the axes controller arm (aca) board on the usm. The customer stated that there was a non-recoverable fault as well. The tse confirmed non-recoverable error 41070 related to the usm3. The customer further stated that when the non-recoverable fault occurred, the surgeon had already completed the case robotically. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported error. However, the errors on (B)(6) 2022 pointing to the ac_3b and ac_3c nodes of usm3. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint via system logs but not replicated in house. The usm was tested on the in-house system in normal mode with no triggered errors. The usm was also tested on the patient side cart (psc) fixture test platform (pftp) and passed fiber test, sine cycle, cva, friction and advance brake test. As a precaution the fru connector pogo-pin (fcp) pca, wire harness, and aca pca will be replaced. No image or video was provided for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors 25730 on the axes controller, arm (aca) board of the usm3 (motor axis message is late or missing on usm3) and non-recoverable error 41070 on the usm3 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk4819. This complaint is considered a reportable malfunction event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.